Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales representative. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the handle of a gouge cancellous bone graft was broken. It is unknown how was the issue discovered. It was unknown if there was a procedure or patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary the device is not available for return, it was retained by the facility. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.l

Event description:
(B)(6) 2019: updated event description: it was reported that on january 16, 2019, the handle of a gouge cancellous bone graft was broken. It is unknown how was the issue discovered. There was no patient involvement. This complaint involves one (1) device.